Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as diagnosis the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with vancomycin 2 gram (frequency, duration and route of administration not reported) and ceftazidime 1 gram (frequency, duration and route of administration not reported) for the event of peritonitis. At the time of this report the patient was ¿doing well and the fluid was clear than before¿. The patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.